Event description:
The customer contacted verathon inc. Regarding a glidescope cobalt avl monitor that is intermittently displaying a blank white screen when powered on. The customer had to power on and off the monitor several times before they can get a clear image. Also, when the monitor was powered on last time it was showing a fuzzy video image with lines across the screen. During trouble shooting with the customer the technician disconnected the baton and powered the monitor on and off and then reconnected the baton with no errors. The technician indicated that these steps were followed in the initial troubleshooting of the issue prior to reporting the incident to the manufacturer. The customer was ordered to connect a second baton to the monitor and the issue appeared. There was no injury to patient associated with this incident. The device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Service received the device for further evaluation. Service evaluated the monitor and turned it on and off multiple times over and over and no failures appeared. Service did not confirm the incident.